Event description:
It was reported that the device hit the patient bed and turned off. There was no patient information.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2021-67130 is a concomitant. Please refer to manufacturer report number 2016493-2021-67175 & 2016493-2021-67047 which captured the correct suspect device per investigation report. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device hit the patient bed and turned off. There was no patient information.